Event description:
Customer reported receiving an error 4 when a test strip was inserted and the battery and book icons on the display of their freestyle flash blood glucose monitoring system. Although the customer's meter was set to mg/dl, the correct unit of measure, it is very likely the meter has exhibited the memory overwrite malfunction.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.